Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for several seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition after the procedure.